Event description:
The event is reported as: alleged issue: the surgeon used the remover without knowing that its tip had been broken. Therefore, the pt felt pain during removal of staples and an injury occurred. Unable to obtain the type of injury or pt's condition.

Manufacturer narrative:
Sample not returned to manufacturer. Per device history report (DHR) review investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.